Event description:
Shortly after the patient was implanted with hvad he reportedly experienced a gi bleed. Details regarding the patient's clinical status, diagnostic testing, and treatments received have not been provided by the site. Then, approximately seven weeks post hvad implantation while at a rehabilitation facility the patient reportedly sat up in bed and experienced respiratory distress, and seizures in front of his wife. This was followed by an unresponsive state and multiple low flow alarms. The patient had been seen by the vad coordinator the day prior to the event and was reportedly "doing well" despite requiring oxygenation via nasal cannula, hemodialysis, and assistance with ambulation. CPR was initiated and emergency medical services were contacted to transport the patient to the emergency department. When the patient arrived at the hospital, he was intubated and the connections for his hvad system were checked. Pump power was noted to be sufficient at this time and the pump was verified to be running via auscultation. The medical team attempted acls for thirty minutes without any return of spontaneous circulation (rosc). The decision was made to stop resuscitative efforts and the vad was disconnected. The treating physician attributes this event to possible pulmonary embolism and does not believe that it was related to the heartware device. No autopsy was performed and the device remains implanted in the patient post-mortem. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported an lvad pump experiencing inadequate flow rates and a controller that was concomitant with the clinical adverse event. The patient was reported to have experienced respiratory distress and fell into an unresponsive state. The patient was taken to a hospital where he was intubated. The decision was made to stop resuscitative efforts and the vad was disconnected. The treating physician attributes this event to possible pulmonary embolism and does not believe that it was related to the device. The lvad pump ((B)(4)) was not returned for evaluation as it remains implanted post-mortem. The controller was returned and after evaluation it was concluded that the controller passed external visual inspection and functional testing, performing as intended. The root cause for the reported event cannot be conclusively determined, however, it may be attributed to the patient's past medical history which may have resulted in a pulmonary embolism as reported by the treating facility. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. There is no code for resuscitative effort required.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.